Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device, it was determined that the tray in auxiliary full height drawer 1, position ¿a¿ failed to appear in the cubie map due to a buildup of medical debris, including loose pills, powdered medication, blister packs, and a sticky substance. A field service engineer opened the drawer in hta mode, cleaned and removed all debris from under and between the tray and pockets. After cleaning, the tray became visible in the cubie map, and the drawer and pockets were fully functional. All cabling was inspected and found to be in good working condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the failed drawer was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.